Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a form per FDA request. Post market vigilance (pmv) led an evaluation of one endo clip* iii 5mm clip applier w/ hemostay clip m/l. The instrument was received partially applied. Functionally; the instrument handle was cycled the pusher bar advanced but did not load the clip. The handle would not cycle a second time. The instrument was disassembled to reveal the pusher bar was bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The analysis concluded there were no assembly component related failures. Replication of the buckled pusher bar condition may occur under the following conditions: if the load indicator printed on the distal end of the instrument shaft has not cleared the distal end of the cannula and the instrument is fired. When firing the instrument squeeze the handle firmly as far as it will go. Failure to squeeze the handle completely may result in an improperly formed clip and possible bleeding and/or leakage. Failure to squeeze completely may prevent the jaws from opening. The root cause of the observed damage was misuse of the product. Based on the evidence available the reported condition was confirmed.

Event description:
According to the reporter, during a laparoscopic procedure, there were issues experienced with the loading or firing of the device. The clips were unable to load properly into the jaws at any point during use. The first clip came out mangled and then jammed up. They opened a new device to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.